Event description:
Customer service received a returned lens form from the eye care practice (ecp) on (B)(6) 2014 with communication of poor vision, poor fit, discomfort, thickness, irritation, corneal abrasion/ulcer and pain. A letter from the ecp to customer service received on (B)(6) 2014 relates that the patient was trial various brands and manufacturers' lenses of which none were accepted by the patient. In (B)(6) 2014, the ecp returned the patient to lunelle contact lenses. Within two days the patient started with an eye infection with the left eye worse than the right. Date of onset is unknown. The patient presented at a hospital eye service and began a lengthy recovery. Contact lens rest was prescribed for the left eye until cleared by optician. The patient returned for an eye exam in (B)(6) 2014 with an affiliated optician. This optician noted, in his opinion that the eye infection could have been caused by mechanical trauma and advised patient not to return to contact lens wear until the condition is fully resolved. The patient returned to contact lens wear in (B)(6) 2014 in the right eye, but did not the left because she was still experiencing discomfort in the left eye. The patient outcome is unknown. The extent of medical intervention and/or injury if any is unknown. Good faith effort was made for additional information from the ecp but no additional information was received. The lot number and one lens were returned for inspection. This event is being reported for eye infection. Additional information was not available at time of reporting due date.

Manufacturer narrative:
The complaint is unconfirmed. The association between coopervision lenses and the incident is un-confirmed.